Event description:
Information was received indicating a pump with a cadd cassette reservoir attached was defective and thrown away. It was reported the end user had an additional cassette to switch too and reportedly there was no interruption to therapy, issue was resolved.

Event description:
Information was received indicating a pump with a cadd cassette reservoir attached was defective and thrown away. It was reported the end user had an additional cassette to switch too and reportedly there was no interruption to therapy, issue was resolved.